Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the degeneration is unknown but may be related to and the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 10 years, 10 months post transfemoral tavr procedure with a 26mm sapien valve in the aortic position, the patient underwent a valve in valve procedure due to stenosis. The came into hospital with congestive heart failure and stenosis of the sapien valve. The patient had a 26mm sapien ultra valve placed successfully via left tf. Upon follow up, the fcs sent the original implant note and the patient's consult note which lead to this intervention. The records are attached to the activities tab. The fcs advised that the patient did very well with sapien 26mm ultra valve placed with no incidence. The was admitted to the hospital with heart failure and found to have as. The valve was 11 years old and was an original sapien. The team was very pleased with this and feels as though the patient had normal valve deterioration. Upon review of medical records, the physician noted concern for possible valve thrombus. Cta pending per tavr protocol. Severe aortic stenosis and discussed treatment options, savr vs tavr.